Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Product received but not yet evaluated.

Event description:
It is reported that provisional fracture during the sterilization process.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Visual inspection of the returned tibial articular surface provisional (tasp) reveals that the distal and proximal surface exhibits nicks and gouging. The device was manufactured in june of 2014 and had an approximate field life of two (2) years and one (1) month with an unknown frequency of use. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. It was reported that the surgical technique was followed during use of this device. Based on the state of device and the age of the device when returned it is considered that the wear is a result of general usage of the device. The complaint is considered confirmed as the returned tasp exhibits signs of wear and tear in the form of nicks and gouging. The likely condition of the part when it left zimmer biomet control is considered conforming based on the returned product, the DHR review and the extended field life.